Event description:
It is reported that the locking mechanism (the part that tightens on to pin) broke and that the surgeon replaced it outside of the surgery room (in pt waiting room).

Manufacturer narrative:
Eval summary: the multi pin clamp body was returned, but the locking mechanism components were not returned for eval. A complaint history performed found no previously reported complaints for transfx clamps. The root cause of failure cannot be determined. Clamp locking mechanism may have broken if excessive torque was applied when tightening clamp, or misuse by pt. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.